Event description:
A vaxcel pasv PICC line was being placed for therapeutic purposes in 2005. The physician had inserted the needle and aprox seven centimeters of the sixty centimeter guidewire included in the kit. The physician experienced difficulty advancing the wire and retracted the wire through the needle to adjust position. The wire broke off inside the pt and the physician needed to do cut-down to retrieve. There were no complications in retrieval. Another unit was used instead.